Manufacturer narrative:
(B)(4).

Event description:
It was reported that inhibition of pacing and lead noise was observed. Programming changes were made and no more lead noise was observed. The patient was stable and will continue to be monitored.